Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a no cross occurred. The target lesion was located in a tortuous left anterior descending artery. A promus element, mr 3.00x32mm stent delivery system failed to cross the lesion. The stent delivery system was removed. The procedure was completed with another same. No patient complications were reported and the patient's status is stable. However returned analysis revealed a shaft fracture.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was returned in two sections as a result of a break in the hypotube. The break was measured at approximately 325mm distal from the strain relief. There was a hypotrube kink 25 mm distal from the break. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).